Event description:
It was reported that a revision surgery was planned to be performed on (B)(6) 2024, using the blueprint planning feature (case ID: (B)(4). The post op x-rays showed the baseplate was not seated. The initial baseplate was removed and a new baseplate and glenosphere were implanted successfully.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could not be confirmed since the device was not returned for evaluation and provided xray images are insufficient as image quality is poor for the hcp evaluation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information or clinical information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that a revision surgery was planned to be performed on (B)(6) 2024-, using the blueprint planning feature (case ID: (B)(4)). The post op x-rays showed the baseplate was not seated. The initial baseplate was removed and a new baseplate and glenosphere were implanted successfully.